Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. The customer stated that there was no patient involvement. CAPA reference number ca-(B)(4). A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted.

Event description:
Case ID: (B)(4). Case status: open. Summary: patient side occl test failed lvp8100. Case notes: problem description (B)(4). Create a case for ir: (B)(4). (B)(6) could not get his lvps to pass patient side occlusion test. Tsc notes (B)(4). Step through pm process with (B)(6) to make sure he follow the procedure properly and it passed.